Event description:
On (B)(6) 2011, pt reported he is having concerns with insulin leaking at the infusion site. Pt stated, it is leaking at the infusion site after he has had the infusion set in for 1.5 days. Pt reported, the last 6 out of 7 infusion sets have leaked at the same time period. Pt stated, he just put the 7th infusion set in and it has not leaked yet. Pt is using the insertion assist plus device to insert the infusion sets. Pt reported, he notices the leak because, he feels the wetness. Pt stated, he puts his finger down and insulin is on his finger. Submitted a request for a trainer. On (B)(6) 2011, regional clinical specialist reported (B)(4) met with pt last week. Regional clinical specialist stated, pt reported he has had no problems since the (B)(4) visit but that they did not conclude exactly why he was leaking. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.